Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced and elevated blood glucose level of 319 mg/dl and it was addressed with a correction bolus. The contact suspected that there were air bubbles in the tubing. Tandem's technical support educated the contact on how to prime the air bubbles/gaps out.